Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported the catheter was being placed into the patient's right jugular in the anesthesia department. During puncture, the needle got broke directly below the plastic hub. As a result, everything was removed and a new needle was used to complete the procedure. There was no delay in treatment and no patient death or surgical intervention required.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint for a broken needle hub was confirmed. Returned by the customer was one 18 ga introducer needle. Visual inspection of the introducer needle confirmed the hub was broken and separated into two pieces. Microscopic examination revealed stress whitening was observed at the breakage point with a jagged appearance. The portion of the detached hub was approximately 1.8 cm in length. There was no additional damage to the needle observed. A device history records review was performed and did not reveal any manufacturing related issues. Due to the condition of the needle hub, no relevant findings in the records review and an inspection of the needle by the CAPA leader; the probable cause could not be determined. Further investigation of this issue is being investigated.